Event description:
It was reported that the blue cap of a clearlink continu-flo set became detached, resulting in fluid leak onto the corridor. The reporter stated that this occurred while the patient was "circulating in the hospital". There was no report of patient injury or medical intervention. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Therapy dates - approximate date of event is sometime during the two weeks prior to (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the tubing of a clearlink continu-flo set became disconnected from the luer lock of the device and resulting in fluid leak. This occurred during the priming. There was no patient involvement. No additional information is available. Therapy dates: approximate date of event is the summer of 2014. (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.